Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was "high" according to continuous glucose monitor readings and had not yet been addressed at time of call.